Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The customer reported issue was confirmed during investigational testing. Analysis of the system management bus (smbus) data did not provide any indicators as to reason why the battery was permanently disabled. The onboard battery was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer reported that the led lights on the freedom onboard battery do not work when pressing the indicator button.

Manufacturer narrative:
(B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer reported that the led lights on the freedom onboard battery do not work when pressing the indicator button. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.